Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Pump downloaded properly to the carelink software noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that his wife visited emergency room on (B)(6) 2019 due to a high blood glucose level of 600 mg/dl. The customer experienced symptoms related to their high blood glucose such as nausea and vomiting. It was also reported that the insulin pump had loss of communication many times. Troubleshooting was not performed as the customer was not present. The customer was treated with insulin shot. The insulin pump will be returned for analysis.